Manufacturer narrative:
(B)(4). Only event year known: 2021. Batch # unknown. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  Additional information: after following all the steps of counter clockwise 1/ 2 to 3/ 4 turns to disengage and gentle 90 degree reciprocal rotation with traction to disengage from the anastomosis, the stapler still did not come away (disengage) from the anastomosis and some force had to be used which is really undesirable. Tissue doughnuts were good and leak test was negative. I normally leave a long loop on the prolene purse-string on the anvil ¿ when the stapler has been fired, the excess suture/loop comes off the anastomosis. On this occasion, the excess suture remained attached and had to be cut with a scissor. There were no patient consequences. The rep was not present during the case.

Event description:
It was reported that the surgeon had difficulty connecting the (head) anvil, and they also found it difficult to remove the gun after firing. There was no patient impact.